Event description:
During a coronary drug eluting stenting treatment procedure, the stent embolized from the balloon. Attempts to gather more information regarding this event were unsuccessful. No further information is available. It is noted the physician did not want to report this case, however, did so for a free replacement. No further patient complications or injuries were reported. Patient status is reported as "good."